Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said sometime in 2018 or 2019 he was having problems with his ins staying connected to his controller and his doctor moved his ins pocket is it "wasn't so deep". No further complications were reported. No patient symptoms were reported.